Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump does not vibrate. The customer's blood glucose level was 202 mg/dl at the time of the incident. The customer was advised to revert to backup plan per the healthcare professionals instructions. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement however failed in vibration self test due to broken red wire vibrator motor connector.